Event description:
Pt reported experiencing elevated blood glucose levels of 200-300 mg/dl or more for 3 days. Pt's normal blood glucose level was not provided. Pt stated she took correction via the infusion device after changing the accessories with no success. Pt reported she thinks the basal rate delivery is not correct. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.